Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the patient data and order data not current due to software issue. A technical support specialist dialed into station, executed a server downtime query, and subsequently restarted the sql service and verified cpu and memory usage then specialist followed the knowledge article to resolve the issue. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient and order data not current that resulting in icons appearing on the station. Which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.